Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd) behavior. The battery appeared to be depleting more quickly than expected and replacement was recommended. This device was surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. The product has been received for analysis. This report would be updated should further information be provided from the analysis. Corrected field: - g2 (source of information): company representative was discarded. The returned cardiac resynchronization therapy defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited premature battery depletion behavior. The battery appeared to be depleting more quickly than expected and replacement was recommended. This device was surgically explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.